Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event resolved without sequelae (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed on 2017-dec-18 that the event was ongoing. The pump was implanted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No second procedure was performed. The patient was receiving baclofen 2000 mcg/ml. It was stated the patient had lost some weight, but there was no other explanation for the pump migration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a patient and product surveillance registry (psr) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2014, the patient reported that the pump was "pain fulling him". The identified device diagnosis stated "pump migration" and "pocket pump pain fulling". On (B)(6) 2014, a surgeon examined the patient and planned to "put the pump down". The pump was repositioned on (B)(6) 2014. The event resulted in an unscheduled clinic or office visit. The reported signs and symptoms stated, the patient "feel pain related to the pump which moved upper and touched the last costal and it's painful for him so he came to show it to the surgeon and planified to reposition the pump". The event was ongoing with additional comments stating "second repositioning procedure planned because of persistent pain but postponed due to the bricker cystectomy procedure". The event was related to the device/therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.